Event description:
It was reported that far-field r wave over-sensing was observed via remote transmission. No intervention was performed. There were no adverse health consequences, the patient was stable and will be monitored.